Event description:
It was reported that after a software update, the dexcom g7 continuous glucose monitor (cgm) sensor did not reconnect to the ilet, and pairing to the ilet failed until the user toggled cgm selection and re-entered the sensor code with the provided pairing code. No adverse clinical symptoms reported. Outcomes included no injury, no hospitalization, and restored connectivity following troubleshooting and education. User support included troubleshooting and user education to reconfigure cgm type and re-enter pairing codes. Investigation of this case revealed a transient connectivity and pairing failure of the cgm integration with the ilet that resolved with configuration correction and code re-entry, consistent with a software or configuration-related pairing issue without hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or intermittent configuration error following a software update.

Manufacturer narrative:
Initial.